Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on her backup insulin pump and on the insulin pump that she normally used. The customer's blood glucose level was 208 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was not returned. Nothing further to report.